Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 437 mg/dl with polydipsia and symptoms of dehydration associated with an alleged occlusion issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient was receiving multiple occlusion alarms and did not know what the issue was. The caller was educated on the alarms and it was also noted that the patient was over/under cycling. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged use error.